Event description:
Customer reported device alarmed while blood glucose levels rose. The pod was placed at 4:39 pm and the customer's blood glucose reached 257 mg/dl approx five hrs later at 9:27 pm. His readings continued to rise over the next two hrs despite bolusing several times during this time, reaching 290 mg/dl by 11:59 pm. The device was deactivated and replaced at 12:28 am, when it alarmed. Upon removal, customer reported seeing blood in the cannula and that it was bent or kinked.

Manufacturer narrative:
The eval of the returned product found evidence of an internal fluid leak, including discoloration inside the device and corrosion and residual fluid on the surfaces of internal assemblies. A leak test was performed which confirmed a leak in the fluid path. A tear was found in the cannula tubing. This would result in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A device malfunction is therefore confirmed as a contributing factor to the customer's high blood glucose. There was evidence of this defect mode in lot acceptance testing for this pod lot (l30397); results were deemed acceptable. Risk level to the pt was determined to be extremely low (<1 in 10,000). Diabetes are trained to monitor their bgs on a regular basis. Insulet provides labeling referencing this monitoring. Additionally, the product labeling instructs the customer to "take a second bolus by injection using a sterile syringe" if a device-administered bolus has not corrected a high bg condition after two hrs. Insulet has initiated an internal investigation to identify the root cause of this failure mode. The investigation is in process as of the date of this report.